Event description:
The duett was deployed following an interventional prodecure, via a 5 fr sheath in the right common fremoral artery. Following the deployment, the patient experienced pain in the affected foot and absent pulses. An angiogram confrimed an occlusion. The occlusion was successfully treated with two rounds of thrombolytic therapy. No further complications were reported and the patient was discharged.